Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 20 october 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review for barrel damaged and needle hub incorrect placement unknown lot number.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp barrel was cracked. This was discovered before use. The following information was provided by the initial reporter: the barrel is cracked and the hub/needle part is becoming loose.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp barrel was cracked. This was discovered before use. The following information was provided by the initial reporter: the barrel is cracked and the hub/needle part is becoming loose.